Event description:
Note: this report pertains to the second of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 3005099803-2009-03652 for description of the other event. It was reported to boston scientific corporation on (B) (6) 2009 that two jagwires were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2009. According to the complainant, during the procedure, resistance was felt upon exchange of devices while the wire was in the patient. Once removed from the patient, the wire was found fragmented; the yellow and black endoglide sheath was kinked and bunched up in the middle of the wire preventing exchange or pass through the cannula. The physician needed to remove all devices from the scope in order to get the wire out of the cannula. No fragment fell into the patient. The procedure was completed with a different device (name and manufacturer are unknown). There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B) (4), other (would not exchange). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)